Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had been experiencing severe pain and back spasms and they think its because their device is malfunctioning. Patient was redirected to the manufacturer from their healthcare professional (hcp) office. Patient stated they initially thought their pain and spasms was an issue with their spine, but after doing testing they ruled that out. Patient stated all of this began back in the first week of (B)(6) 2021. Patient stated they have turned their device off back in october as well, which patient confirmed has not helped reduce their pain and spasms. Patient described their pain as beginning at the location of their lead and wrapping all the way to the front of their body to the patient's bladder. Patient confirmed they did not experience any falls or traumas back in (B)(6) 2021, but they did say because the spasms make their knees buckle they have experienced several falls since their issues started. The patient was redirected to their hcp to further address the issue.